Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable system. Upon review, right atrial (ra) oversensing and undersensing as well as right ventricular (rv) lead undersensing were observed. It was noted that the sensitivity on the rv lead was programmed to the most sensitive setting. The patient showed irregular r waves. Troubleshooting and programming options were reviewed, and complete lead evaluation was recommended for both leads. Both leads remain in service. No adverse patient effects were reported.